Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.

Event description:
Customer reports during a pediatric right and left heart cath with the power injector, the pigtail catheter where the hub has broken off when the team goes up on pressure below the max rating. No reported injury.